Manufacturer narrative:
(B)(4). The battery cell has not been returned to baxter for evaluation at this time. A supplemental report will be submitted if the battery cell is received and the investigation has been completed.

Event description:
The customer reported that during battery cell replacement of an unknown wireless module the battery cell "swelled" after charging. The technician replaced the cell and the device performed as designed and was released back to the facilities floor. The involved wireless module could not be identified. There was no patient involvement. No further information was available.